Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4)) powered off intermittently during patient treatment. As reported, the thermogard console power cord was plugged into an ac power outlet located at/by the hospital bed. The customer powered off the system and then powered it on again, and the thermogard console functioned with no issues for the remainder of the treatment. No further information was provided. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that "the ivtm thermogard system (s/n (B)(6) powered off intermittently" was not confirmed in either the event log or during functional testing. The zoll service personnel suspected that the root cause of the reported issue was possibly related to the power outlet at the hospital bedside. Nevertheless, the power input module was replaced as a precautionary measure to address the customer's reported complaint. Upon visual inspection, it was observed that the top lid bumper was broken, and the coldwell cap gasket was discolored/degraded. Also, multiple air bubbles were observed on the window display. These observations were unrelated to the reported complaint, and the probable root cause for them could be due to the aging of the device as well as wear and tear. The thermogard console was manufactured in december 2011 and is over 10 years old, well beyond its expected service life of 5 years. All the damaged parts were replaced to address the issues. The event log review showed no error messages or significant discrepancies. The thermogard console passed the functional test and multiple days of the burn-in test without any issues or anomalies. Functional testing was performed using the customer-supplied non-zoll power cord. Additional burn-in testing was performed with a standard zoll power cord, and the reported complaint could not be replicated. Following service, including upgrading the system labels, the thermogard console passed all subsequent testing and inspections with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).